Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was greater than 500 mg/dl. Elevated blood glucose was addressed with a bolus from the pump. Customer went to the emergency room, was treated intravenously with insulin and saline, and was hospitalized 4-6 hours later for diabetic ketoacidosis. Customer received additional treatment of IV insulin and saline, and was released from the hospital two days later with the issue resolved and no permanent damage. Tandem technical support spoke with the customer and determined that the pump is now functioning as intended.